Event description:
Reporter stated that a (B) (6) blood glucose was measured, on the performa system, was a result of 2.1 mmol/l. The (B) (6) blood glucose was reportedly retested, on a laboratory instrument, with a result of 3.0 mmol/l. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for eval.

Manufacturer narrative:
(B) (6).